Event description:
Md was doing a nasal sinus case. An instrument called their "straight shot" did not work. Dr tried several attempts, but it malfunctioned. He requested the 2nd "straight shot" to be brought in.